Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 814:04 occur on channel b. The event was reported to have occurred before patient use. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 814:04 occurred on channel b during infusion which caused an interruption during delivery. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The pumphead module will be replaced as a precautionary measure. Additional: the user interface module master software version is 6.63.92, categorized as remediated.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).